Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the reservoir had been having a lot of air bubbles. Customer did not rewind the reservoir in place. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer was advised to call if any further assistance is needed. Customer will not be returning the reservoir for analysis.